Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: analysis of the returned bifurcate noted 3 areas of weave deformation near the level of the flow divider; two (2) areas along the lateral-right side, and one (1) area along the anterior-left side. The weave deformation resulted in multiple holes with a maximum size of (0.26mm ID .05mm²). The exact cause of the weave deformation, which appeared most likely abrasion related, is unknown. It is possible that acute aortic body angulation from implanting within the angulated neck, with resulting stent ring overlap, may have contributed to the weave deformation observed along the lateral-right side (inner curvature). The weave deformation observed near the contra/left side may have been caused by abrasion from the underlying contralateral limb and may also have been exacerbated by limb angulation. On the right/ipsi limb extension 2 (two) small holes, likely abrasion or puncture related, were observed in close proximity to each other between rings 7 & 8. It is unclear if the observed fabric weave deformation may have contributed to the aneurysm expansion. These holes observed on the bifurcate and ipsi limb extension were likely too small to have been the source of a type iii fabric endoleak, as they were possibly covered by tissue thrombus and/or by the underlying contra limb and overlapping ipsi limb. A larger fabric tear of 1.5 x 0.3mm (0.45 mm²) was observed on the contralateral limb extension, just past the junctional overlap, which may have been the source of a type iii fabric endoleak. The exact cause of this likely abrasion related tear could not be determined, and it is possible that limb angulation and/or vessel calcification may have contributed. From the examination of the returned devices and clinical information provided, the exact cause of the aaa expansion without any reported endoleak could not be determined. Films prior to implant were not provided, and post-implant CT¿s including films just prior to the explant were not available for review. Therefore, a comprehensive assessment of the patient¿s anatomy and stent graft in-vivo configuration during the implant duration could not be performed. A returned pre-implant planning drawing revealed that the aaa maximum diameter measured 48mm, and the proximal neck ranged from 22 ¿ 20mm in diameter along the 42mm length neck. The lower portion of the proximal neck was angulated ~60° left-right relative to the distal aorta, and a potential area of calcification was seen on the top of the aaa sac especially on the right side at the 60° angulation. The drawing also depicted calcification at the distal aorta which measured 17 x 20mm flow lumen, with heavier calcification/ stenosis and vessel angulation seen at the origin of the left common iliac artery. It is possible that implanting within the angulated and potentially calcified proximal sac, as well as within the calcified distal aorta and left common iliac artery, may have contributed to the fabric integrity issues observed on the returned devices which may have led to the aaa expansion. It is also possible that potential device integrity issues on the proximal aortic body, a section of the bifurcate that was not returned for analysis, may have also contributed to the aaa expansion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: enlw1620c124ej; enlw1616c93ej; enlw1620c124ej. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 38mm abdominal aortic aneurysm . It was reported that the device was explanted on an unknown date. The aneurysm diameter at device explanation was 56mm. It was reported that when the device was being explanted it was noted the stent was digging into the stent graft fabric at the ipsilateral leg of the bifurcated stent graft. It was also reported there was graft damage noted on the third stent of the contralateral limb stent graft and that similar damage was noted at the ipsilateral leg of the bifurcated stent graft. The cause of the event is unknown and the event is reported to be unresolved. No additional clinical sequelae were reported, and the patient is being monitored.

Manufacturer narrative:
Additional information was received: the date of explant was confirmed as approximately 6 years post index procedure and it was confirmed that the contralateral limb was also explanted. If information is provided in the future, a supplemental report will be issued.